Event description:
It was reported to philips that the allura device would not boot up. The device was inside clinical use at the time of the event. No patient harm was reported. A philips engineer visited site and identified that the breaker was tripped. This was reset and the device resumed expected operation.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting. Upon inspection, the fse determined that the biomed tripped the breaker in m-cabinet while working on exam light. The fse reset the breaker. After reset of the breaker, the system was returned to use in good working order. Based on service history review, the issue did not reoccur. The codes were updated based on the investigation outcome.